Manufacturer narrative:
(B)(4). Concomitant medical products: 157444 805450 m2a-magnum mod hd sz 44 mm, 139256 520310 m2a-magnum 42-50 tpr insrt std, us157850 574600 m2a-magnum pf cup 50odx44id. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01239, 0001825034-2017-01244, 0001825034-2017-10014.

Event description:
It was reported the patient was revised to address failed metal-on-metal left total hip arthroplasty with metallosis, trunnionosis, and adductor muscle necrosis. Pain, excessive levels of chromium and cobalt in the blood, fluid in and around the hip implants, disability, physical impairment, and disfigurement were reported in association with the left hip as well. No further information has been made available at this time.